Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have an open circle on insulin pump and display read "low reservoir". Customer inquired if a low reservoir was bad. Customer's blood glucose was 418 mg/dl. Customer declined high blood glucose troubleshooting and declined assistance with infusion set and reservoir.